Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise and low impedance was observed on the right ventricular lead. Other electrical values were normal. No patient symptoms were reported. The noise could be reproduced through isometric movements. The lead was capped and replaced on (B)(6) 2015. At that time, an insulation anomaly was observed. The patient was noted to be in good condition following the procedure.